Event description:
Patient reported "cystic fibrosis inflammation" and "since the implants are subject to recall, patient wants to remove them,". Healthcare professional reported "pain, capsular contracture baker grade IV, and rupture" "in the left retroareolar anterior third, an ovoid nodule is observed, with a darkened margin, isodense to the glandular tissue.". The device still remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule, calcification, visibility/palpability, rupture and capsular contracture, baker grade IV.

Event description:
Device has been explanted and replaced.